Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, the surgeon noticed that the iol movement of was not stable while ejecting. The surgery was completed using replacement lens. Additional information was received stating that they have obtaining comparison photos which showed the defective product was glossy surface, while the non-defective product has a rough texture. It has also been mentioned that the plunger intruded onto the surface of the iol, causing the iol to flip over during insertion.

Manufacturer narrative:
Additional information was provided in h.3., h.6., h.11. A sample was not received at the manufacturing site for evaluation for the report of a delivery issue with the injector; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Seven photos attached to the parent complaint were reviewed by the investigation site. Photos 1¿4 show two injectors side by side, focusing on the plunger tip. In photo 2, the suspect tip appears slightly bent. In photo 4, it looks shiny and damaged. Image alone can't confirm if the finish or bend is within spec sample eval needed. Photo 5: lot info for both injectors. Photos 6/7: injectors inserted into the eye; no clear determination can be made. The reported delivery issue could not be confirmed from the photo review. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Potential contributing factors: while the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU (instructions for use) states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece-particularly the plunger tip-appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4).